Manufacturer narrative:
As reported in a research article, an amplatzer duct occluder ii was partially removed after 4 months due to it causing flattening and stenosis of the left bronchus, which was below the occluder. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "wheezing caused by a patent ductus arteriosus (pda) device occluder: case report and review of the literature", was reviewed. The article presents a case study of a (B)(6) patient who received a amplatzer duct occluder ii to seal a patent ductus arteriosus (pda). The pda was 2mm wide. The patient had previously been hospitalized for pneumonia at the age of (B)(6). The patient was hospitalized at (B)(6) for cough and wheezing for 15 days. During the hospitalization, the patients vital signs were stable, coarse and wet rales and wheezing was heard in both lungs. Routine blood, c-reactive protein and blood biochemistry showed no abnormalities. In the patient's sputum culture, a small amount of streptococcus virifolia was found. Electrocardiogram was normal. The patient received cefoperazone and sulbactam treatment for two days with no significant improvement in symptoms. Chest CT scan showed flattening and stenosis in the middle segment of the left main bronchus immediately below the occluder. Fiberoptic bronchoscopy showed stenosis under the external pressure of the left main bronchus. The patient was considered to have left main bronchial stenosis caused by the occluder in the pda. A week later, the patient underwent arterial catheterization and intracardiac foreign body removal. The occluder could not be completely removed, so the pulmonary artery test occluding umbrella was cut-off and removed, and the aortic side occluding umbrella was fixed in situ. After the operation, the child's cough improved without wheezing, and was discharged 3 days later. Chest CT re-examination 4 months later showed patency of the left main bronchus without compression. It was noted that the wheezing was caused by the compression of the left main bronchus following the release of the amplatzer duct occluder ii. The article concluded, after the use of occluders to occlude pda in the future, in addition to assessing the patency of blood flow in the vessels of the child, the patency of adjacent airways should also be evaluated to achieve a more complete assessment and reduce the incidence of related complications. [The primary author of the article is yong wu, md, key laboratory of birth defects and related diseases of women and children west china second university hospital, sichuan university, chengdu, sichuan, china, with the corresponding author hanmin liu, md, key laboratory of birth defects and related diseases of women and children (sichuan university), chengdu, sichuan, china. Email: liuhm@scu.edu.cn]